Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no similar complaints reported in the lot number. Additional information was requested 10/25/2007 and 10/29/2007 by mail, fax, and phone. A completed questionnaire was returned 11/06/2007.

Event description:
One year following bilateral intraocular lens (iol) implant surgery, a consumer reports blurry vision at all distances. There are two mdrs associated with this event: left eye: MDR # 1119421-2007-00473. Right eye: MDR # 1119421-2007-00474.